Manufacturer narrative:
A correction is being made to the software investigation of the imaging system's logs, as they also determined that the issue was due to workflow technique of the user. Therefore the fdc has been adjusted from 67 to 19. New software analysis for the navigation system logs determined that the software was functioning as intended. No problems found. Fdm10, fdr213, fdc67 are applicable to the navigation logs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a lumbar fusion case. It was reported that intra-operatively, the imaging system spin came over to the navigation system and an error message stated that it was a non-navigated exam. They tried to delete the exam and re-push it from the imaging system with no solution. The exam had a nav tag. The site re-spun the patient and proceeded using the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of 5-10 minutes due to this issue.

Manufacturer narrative:
A software investigation of the imaging system logs was conducted and found that the imaging system software was functioning as designed. A software analysis was initiated to determine the probable cause of the issue through analysis of the navigation system logs. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.